Event description:
Pt underwent left revision total hip arthroplasty in 2001. Due to dislocation, closed reduction performed in 2004. Following multiple dislocations, lift revision total hip arthroplasty was performed in 2004. Metallosis of the adjacent tissue was noted and acetabular components were replaced.